Manufacturer narrative:
(B)(6). (B)(4). Approximate age of device ¿ 16 days. Device evaluation: a correlation between the device and the reported patient death could not be conclusively determined. The log file extracted from the returned system controller showed instances of high power and low pi. A cause for these parameters could not be conclusively determined. (B)(4) was returned for evaluation. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction and would not have caused a functional issue. The evaluation could not conclusively determine the origin of the deposition. A correlation between the identified deposition and the log file's high powers and low pi could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The cause of expiration is unknown, but it was reported that the patient did not recover well postoperatively. No additional information was provided.